Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the initial report, the atrial output connector was broken.

Event description:
It was reported there was physical damage to the case and connectors. The device was returned for repair. No patient involvement was reported.